Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient advised he noticed a leak around his site and realized cannula had bent. When patient noticed the leak around his site, his blood glucose levels had risen to 28 mmol/l. Patient thinks his infusion sets may be defective. Patient advised he does not have the used cannulas to return for evaluation. No adverse event alleged.